Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman trusteer? Access system was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038015474. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (additional device required). Risk review: a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Following transseptal puncture (tsp), a thrombus was noted on the distal portion of the sheath. Heparin was administered, and the physician performed aspiration through the sheath, with the suspected thrombus believed to have been successfully removed. The procedure was completed, and the patient awoke neurologically intact and hemodynamically stable. The patient fully recovered with no reported complications.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Following transseptal puncture (tsp), a thrombus was noted on the distal portion of the sheath. Heparin was administered, and the physician performed aspiration through the sheath, with the suspected thrombus believed to have been successfully removed. The procedure was completed, and the patient awoke neurologically intact and hemodynamically stable. The patient fully recovered with no reported complications.